Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Per sales rep the surgeon was drilling a hole in the rim plate when the drill bit snapped off in the pt. The surgeon left the half in the pt.